Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the asymptomatic patient presented in clinic for routine follow-up the right ventricular lead exhibited loss of capture, decreased r-wave amplitudes, decreased pacing lead impedance, increased hv lead impedance, and oversensing. The patient received inappropriate atp and hv therapies due to the oversensing. The lead was explanted and replaced without complication for the patient.